Manufacturer narrative:
The company service rep examined the sys and found that it met specs. No parts were removed or replaced. The customer stated that they did save the phaco tip, but it has not yet been returned for further investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): corneal burn (burn, corneal). Product problem(s): none reported (no known device problem). The customer reported that a pt experienced a corneal burn during a procedure. No other info was provided and there was no report of a product problem. Add'l info has been requested, but no response has been rec'd at this time.